Manufacturer narrative:
Unit received with no button response due to unlocked j2/lcd keypad connector. Unable to verify motor error alarm and perform displacement test, basic occlusion test, occlusion test, prime/compromised force sensor system test, rewind test and excessive no delivery test due to no button response. Motor passed motor test. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call the insulin pump had motor errors. The customer¿s blood glucose level was unknown at the time of incident. The customer declined to transfer to helpline. Insulin pump will not be returned for analysis.